Manufacturer narrative:
Concomitant medical products: a2dr01, ipg, implant date: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that atrial lead undersensing was noted on the right atrial (ra) lead. It was noted that at device classified termination of events, arrhythmia appears to continue. The ra lead remains in use. No patient complications have been reported as a result of this event.